Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in an open left colectomy, the staples did not deploy. The tissue was cut thinking that staples had deployed. A new device was used to clamp the open tissue and complete the case. There was tissue loss as a result of the event.